Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue "), tooth loss ("lost 3 teeth"), gingival bleeding ("gum bleeding") and dysgeusia ("I also have a nasty taste of metal in my mouth"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, tooth loss, gingival bleeding and dysgeusia outcome was unknown. The reporter considered dysgeusia, fatigue, gingival bleeding, medical device removal and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: dysgeusia, gingival bleeding, medical device removal and tooth loss , chronic fatigue. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have had my essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("lost 3 teeth"), gingival bleeding ("gum bleeding") and dysgeusia ("I also have a nasrt taste of metal in my mouth"). The patient was treated with surgery (to remove essure). At the time of the report, the medical device removal, tooth loss, gingival bleeding and dysgeusia outcome was unknown. The reporter considered dysgeusia, gingival bleeding, medical device removal and tooth loss to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.